Event description:
It was reported that when the arctic sun temperature cable was exchanged and installed, it failed to pass the flow confirmation test for calibration checks. Per follow up information received via email on 21nov2022, this complaint occurred at the test, so the issue was not resolved. The date of event occurred was 07nov2022.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the arctic sun temperature cable was exchanged and installed, it failed to pass the flow confirmation test for calibration checks. Per follow up information received via email on 21nov2022, this complaint occurred at the test, so the issue was not resolved. The date of event occurred was (B)(6) 2022.